Event description:
Olympus was informed that the pt was sedated and the physician then proceeded to insert the colonoscope into the sigmoid colon. After advancing approx 10 centimeters a perforation reportedly occurred. There was no further info provided.

Manufacturer narrative:
The device reference in this report was not returned to olympus for eval. The instrument history of the subject device was reviewed and it was noted the device was last serviced by olympus (B)(4). In (B)(6) 2009, when it was refurbished. The user facility sends their endoscopes to a third party company for service. There was no further info provided regarding the reported event. The exact cause of the pt's outcome could not be conclusively determined at this time, as there was insufficient info provided by the user facility. This report is being submitted as a medical device report in an abundance of caution.